Event description:
The physician was attempting to use an everflex self-expanding stent with entrust delivery system to treat a fibrous lesion in the mid sfa. The lesion was described as having moderate calcification, 150 mm in length with 80% stenosis. The artery was 6 mm in diameter with no tortuosity. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. A 6 fr sheath and spider fx embolic protection device was used in the procedure. The lesion was pre-dilated using a 6mm pre-dilation device. The lock pin was removed prior to deployment. The device did not pass through a previously-deployed stent. It was reported that no resistance was felt during advancement and no excessive force was used. Reportedly, half of the stent was deployed appropriate, although the wheel was tough to turn throughout that process. Wheel stopped turning during deployment. The brown catheter inside white deployment mechanism protruded out the bottom of handle. The physician was able to pinch and pull the device off of the wire from the back end to deploy the remaining un-deployed stent. Prior to the pinch and pull ¿bail-out¿, the stent stretched severely and had to be left as such. When this method was used the stent unsheathed. No device or intervention was required to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the everflex entrust device was returned for analysis. A 0.014" guidewire was loaded in the everflex entrust. Upon visual inspection, it was noticed that the stent was not loaded, and the red safety pin was removed. It was observed the inner assembly/guidewire tubing was protruding out from the handle assembly. The exposed tubing was looped and showed signs of buckling. The distal tip was inspected - it was verified the stent was not loaded by applying directly light to the catheter shaft. The blue isolation sheath was not connected to the handle assembly, rather it was detached. Behind the blue isolation sheath the silver colored inner was noted. The proximal end of the silver segment did not show the pull cable attached. The gray strain relief was removed and verified the clear connector was present and adhesive was noted around the circumference of the component. The guidewire was visible out from the clear luer of the handle assembly. An approximate 90-degree bend was noted. The handle assembly was cracked open. The guidewire tubing was looped around it's self with evident buckling observed. The pull cable was identified. The distal end of the pull cable was frayed. If information is provided in the future, a supplemental report will be issued.